Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was rebooting. The reporter stated that the pump began alarming after going swimming; when the battery was removed to reboot the pump, the battery compartment was found to be wet. The patient reported drying out the pump and reinserting the battery and the pump powered on normally but was rebooting. The patient confirmed that there was no damage to the battery compartment or cap. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
Follow-up #1 date of submission 12/21/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a cracked battery compartment with moisture damage inside was observed during the investigation. The pump fails in-house leak test with a battery compartment leak. The pump boots to verify screen with auditory and vibratory alarms. No power issues were observed during power up. Review of the black box shows several reboots occurring on the reported event date. No reboots were observed prior to the complaint date. The pump was exercised for 24 hours with no reboots being duplicated; the pump was still delivering at the conclusion of testing. The pump was opened and internal moisture damage was confirmed on the pcb assy, force sensor housing, and battery terminals.